Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, the trigger shaft was sticking, causing the device to run on its own. The trigger shaft was bent from contact with the straight pin. The affected components were replaced, the device was repaired and returned to the account.

Event description:
It was reported that the device was running on its own while being tested by the manufacturer. There was no patient involvement and no allegation of adverse consequences associated with this event.